Event description:
During procedure, medtronic xomed debrider failed to perform. Trouble shot, by changing disposable components, and machines, and a second hand piece. Finally got the situation resolved by immediate use sterilization of the handpiece that was used earlier today, and machine changed out. Surgical time was spent waiting for the handpiece to be immediate use sterilized, approximately 15 minutes. During the trouble shooting time, this machine failed as well as the hand piece. We do not have the machine or hand-piece and therefore do not have identifying numbers.